Event description:
The pt was implanted with a left ventricular assist device. The hospital reported that device thrombus was discovered in the pump and the pump was successfully exchanged on (B)(6) 2009.

Manufacturer narrative:
The lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.